Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012503) on 03-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 43-year-old female patient who had essure (batch no. 115555039-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced headache ("severe headache") and cognitive disorder ("cognitive impairment"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown, the headache was resolving and the cognitive disorder had not resolved. The reporter provided no causality assessment for cognitive disorder, headache and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: unremarkable. Investigation - on an unknown date: test for sleep apnoea unremarkable. Magnetic resonance imaging brain - on an unknown date: unremarkable. Neurological examination - on an unknown date: visit to memory specialist showed nothing to explain the cognitive impairment. Lot number 115555039 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure (batch no. 115555039) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced headache ("severe headache") and cognitive disorder ("cognitive impairment"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown, the headache was resolving and the cognitive disorder had not resolved. The reporter provided no causality assessment for cognitive disorder, headache and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: unremarkable. Investigation on an unknown date: test for sleep apnoea unremarkable. Magnetic resonance imaging brain on an unknown date: unremarkable. Neurological examination on an unknown date: visit to memory specialist showed nothing to explain the cognitive impairment. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.